Event description:
The customer reported obtaining "maximum number of consecutive differential errors reached" error messages on both quality control and patient samples from the unicel dxh 800 coulter cellular analysis system. The customer requested for service to evaluate the instrument. There was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
The fse was dispatched on (B)(4) 2013 and noticed that there was a delayed start to the beginning of count which was affecting all mtm parameters (differential, nucleated red blood cell, retic). The fse discovered loose pressure tubing on fitting 0 of the distribution valve assembly which was responsible for the output sample from the distribution valve. The fse replaced the entire harness for the mtm to resolve the issue. As of (B)(6) 2013, the customer has not reported of any further issues. Results: failure mode of the event is attributed to a loose pressure tubing on the fitting of the distribution valve and the instrument generated error messages to alert the operator of an instrument issue. All associated medwatch reports related to this event: 1061932-2013-01872, 1061932-2013-01873.